Event description:
The patient was implanted with percutaneous leads on (B)(6) 2007 for back and bilateral hip and leg pain. It was reported that following a recent fusion procedure, she no longer felt stimulation. Instead, she was experiencing a shocking sensation throughout her body. An x-ray revealed that both of the patient's leads had migrated, with one completely out of the epidural space. Surgical intervention will be undertaken to reposition the leads; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.